Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0daxm, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that in the evenings the patient got hot flashes and thought at her age she shouldn¿t get that. The patient got really nauseated, her bowels were water now, and all she had been eating was toast. If she ate a piece of toast she would have to run to the bathroom right away. The symptoms started suddenly four days ago. The patient went to her healthcare provider (hcp) about the issue the day prior and the hcp thought it might be a c. Difficile infection from the antibiotics the patient took in (B)(6). The patient tried to increase stimulation on the patient programmer the day of the report and it was showing that it wasn¿t active. Earlier it showed program 4, but then the patient got a warning screen with a black mark and a circle with a question mark. The patient got the programmer, tried it, and thought it might stop the bowel movements with just water. The programmer batteries were dead, new ones were put in, and the patient saw a circle stating it was inactive and the lightning bolt wasn¿t there. The patient tried to change the program but nothing happened and then she got the warning screen. The device was on program 2 at 4.0 and the patient wasn¿t able to adjust stimulation because the device was powered off. The patient tried to decrease stimulation from 4.0 volts to 0.0 volts and lost the signal. After clearing the message and re-syncing, the patient got the settings back up, adjusted down to 0.0 volts, and turned stimulation back on. The patient adjusted stimulation to program 4 at 3.8 volts and was feeling the stimulation. No interventions or outcome were reported regarding the patient¿s symptoms. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.